Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated screen is badly scratched on the display screen and he hardly read the numbers. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.